Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a mammogram and the technician moved the implantable pulse generator (ipg) and it's "sticking out slightly more". The patient indicated the ipg has moved slightly since implant. Follow up could not be obtained. The ipg remains in use. No patient complications have been reported as a result of this event.